Manufacturer narrative:
Device received with operating currents within spec. Device passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/a33 test due to faulty force sensor resistor (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Device received with cracked case at display window corners, display window, reservoir tube lip and battery tube threads. Device received with minor scratched display window and case.the information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose blood glucose of 500 mg/dl. Customer¿s current blood glucose was 93 mg/dl. The customer did experienced the symptoms such as difficulty in breathing. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.